Event description:
The customer reported alarm - error codes / messages. There was no patient involvement.

Manufacturer narrative:
A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. Based on the findings, service determined that the proximate cause of the reported issue was due to mechanical failure of the communication board - failed tamper switch. A review of the device history record showed the device had a manufacture date of 12jul2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported alarm - error codes / messages. There was no patient involvement.

Manufacturer narrative:
Correction g4 additional information added to a1.

Event description:
The customer reported alarm - error codes / messages. There was no patient involvement.